Manufacturer narrative:
Correction: patient gender is unknown. : asp investigation summary: the investigation included a review of the product code trending, failure mode effects analysis and system hazard use misuse analysis. Batch record review was not performed because no lot number was provided. Problem code trending for (B)(6) 2012 through (B)(6) 2013 for the problem code human reaction showed there were 3 complaints opened in past 12 months which does not indicate a trend. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed as a category 1 - broadly acceptable risk. Retain testing was not performed since there was no known lot number. Multiple follow up attempts were performed. The customer responded once to the requests for more information stating "the problem has resolved itself and it may be due to their rinsing process". The customer has not provided any further details regarding the event and the patients involved. A copy of the cidex® opa instructions for use (IFU) and the how to use cidex® opa wall chart was sent to the customer. The cidex® opa solution instructions for use (IFU) indicates that exposure to cidex® opa solution may elicit an allergic reaction. Always follow the directions for use rinsing instructions or residues of cidex® opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining of the mouth, throat, esophagus and stomach.

Event description:
A healthcare worker from a facility alleged that "after cystoscopy some patients are complaining of dysuria." The information is anecdotal. It is unknown how many patients or the treatment provided. The healthcare worker stated that ¿the problem has resolved itself, and it seems like it was the other assistants not rinsing well¿. Additional information has been requested. In the event, additional information is received a supplemental medwatch report will be submitted. This event is being reported to FDA as user error for not following the instructions for use.

Manufacturer narrative:
Ni